Event description:
The following was reported to hamilton medical ag: summary: loss of external power message appears on screen.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.